Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl 2.0mcg/ml at 81.16mcg/day, clonidine 2.0mcg/ml at 81.16mcg/day2.0mcg/ml, prialt 2.0mcg/ml at 5.476mcg/day, and dilaudid 0.15mg/ml at 6.087mg/day, via an implantable. The patient also provided rates for their medications, dilaudid 17% rate, 0.879 mg, clonidine 17% rate, 11.72mcg, fentanyl 17% rate, 11.72mcg and prialt 17% rate, at 0.791mcg. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had their pump filled on (B)(6) 2017 and then was feeling really bad all day on (B)(6) 2017 so the patient gave themselves a bolus. The patient reported later on the night of (B)(6) 2017 the patient got worse and was really bad and was waiting for their spouse to take them to the emergency room or doctor's office. An 8474 code was displayed on the personal therapy manager. The patient stated they are considering going to the doctor's office or the emergency room because they feel they are in withdrawal. The patient stated they were in bad shape. The patient stated their lockout intervals are 2 hours, and 6/24 hours. It was noted the patient was distressed. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID 8731sc (B)(4) implanted: (B)(6)2011 product type catheter information references the main component of the system. Other relevant device (s) are: product ID: 8731sc (B)(4), ubd: 2013-02-24, (B)(4). Device codes: (B)(4) are also applicable to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8731sc, (B)(4), implanted: (B)(6)2011 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the device was replaced on (B)(6)2017 and following the replacement surgery, the patient was told the catheter had broken away and medication was leaking into her abdomen. In (B)(6)2016 the patient had a dramatic change in her pain level. The patient said in late summer or early (B)(6)2016 they changed the pain drug from dilaudid to fentanyl and she did not notice any change in her pain. The patient said she "white knuckled through" until (B)(6)2017. In regards to the cause of the catheter to break away, the patient said she did not have any falls, trauma, or change in activity. When they did the surgery on (B)(6)2017 they were not able to remove the end of the catheter at the base of the nerve, the patient said they had to put the other catheter next to it. The patient also mentioned she felt different when it was getting close to needing her pump replaced.